Manufacturer narrative:
Combination product: yes. Neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
In (B)(6) 2023, a pci was performed in the lad during which a des was implanted at the proximal d1. On (B)(6) 2024, another pci was performed distal to the previously placed d1 stent. The lesion was described as mildly calcified in a mildly tortuous part of the mid lad#9. Pre-dilation was performed at the sc balloon, and resolute onyx was placed distally to the previously implanted stent. Afterwards, it was attempted to place an orsiro mission on the proximal side (between the stents), but it was not able to pass through the lad-d1 section and the stents could not be crossed. The stent was removed from the body and a check showed the stents distal side was curled up (deformed). Another stent was used.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.